Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously submitted information in the previous report: the patient's correct identifier is e.s. The previous report contained an erroneous last name. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4), section a1. Patient identifier has been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with unspecified mentor gel implants and experienced bilateral capsular contracture, baker grade unk post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.